Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced after the device reported a 'device malfunction' error code during a follow-up.